Manufacturer narrative:
Plant investigation: the sample was not returned to the manufacturer and the lot number was not provided. A manufacturing review was performed on the products shipped to the patient for the three (3) month time frame which immediately preceded the event occurrence date. This review included the lot numbers for all fresenius liberty cycler sets shipped to this account within the selected time frame. The entire set of lots have been sold and distributed. There were no non-conformances or abnormalities identified during the manufacturing process which could be associated with the reported event. An investigation of the device history records (DHR) was conducted and confirmed that the results of the in-progress and final quality control (qc) testing met all requirements. The product lots involved met all specifications for release. A review of the DHR did not reveal a probable cause for the customer complaint. The user guide p/n 480145 was reviewed and indicates "you must use aseptic technique as directed by your pd nurse to prevent infection¿. As per the follow up information received, the incident was attributed to end user error. Since the complaint sample was not available for evaluation, the alleged event could not be confirmed.

Event description:
It was reported via a fresenius user facility survey that a peritoneal dialysis (pd) patient experienced peritonitis. In additional follow-up, the patient¿s pd nurse stated that on (B)(6) 2021, the patient had a pd culture obtained that yielded growth of staphylococcus aureus. It was reported the patient was treated with antibiotic therapy (unknown medication). However, the nurse stated the patient did not recover. Subsequently, on (B)(6) 2021, the patient had another pd culture obtained which also grew the bacteria staphylococcus aureus. The patient reportedly continued antibiotics and underwent removal of the pd catheter (not a fresenius product). The nurse stated the patient has since been transitioned to hemodialysis and recovered from the peritonitis event. The patient¿s nurse confirmed the patient did not have any fluid leaks or any issues with a fresenius device or product in relation to the peritonitis event. The nurse attributed the peritonitis to touch contamination during the pd exchange. Moreover, it was indicated the peritonitis persisted due to bacteria in the pd catheter.

Manufacturer narrative:
The plant investigation is in process. A supplemental MDR will be submitted upon completion of this activity.  Clinical investigation: a temporal relationship exists between the pd therapy with the liberty cycler set and the patient¿s peritonitis event. However, there is no allegation nor any objective evidence that a liberty cycler set malfunction or product deficiency was associated with this event. Peritonitis is a well-documented complication in patients undergoing pd therapy. The patient¿s pd culture yielded growth of the organism staphylococcus aureus which is an organism that is found on human skin. The patient¿s peritonitis can be reasonably attributed touch contamination during the pd exchange with l persistence of the peritonitis due to bacterial involvement of the pd catheter (not a fresenius product), as reported by the patient¿s nurse.

Event description:
It was reported via a fresenius user facility survey that a peritoneal dialysis (pd) patient experienced peritonitis. In additional follow-up, the patient¿s pd nurse stated that on (B)(6) 2021, the patient had a pd culture obtained that yielded growth of staphylococcus aureus. It was reported the patient was treated with antibiotic therapy (unknown medication). However, the nurse stated the patient did not recover. Subsequently, on (B)(6) 2021, the patient had another pd culture obtained which also grew the bacteria staphylococcus aureus. The patient reportedly continued antibiotics and underwent removal of the pd catheter (not a fresenius product). The nurse stated the patient has since been transitioned to hemodialysis and recovered from the peritonitis event.